Manufacturer narrative:
Additional information was provided in section b5 and section h6 device codes.

Event description:
It was reported that faradrive steerable sheath was selected for faraview pulmonary vein isolation. It has been mentioned that during the procedure the physician had difficulties to cross the septum with the sheath. After trying, the dilator was completely deformed, and the procedure was completed using different sheath. No patient complications occurred. The product is not expected to return as disposed. It was further reported that the distal tip of the dilator was bent and damaged.

Event description:
It was reported that faradrive steerable sheath was selected for faraview pulmonary vein isolation. It has been mentioned that during the procedure the physician had difficulties to cross the septum with the sheath. After trying, the dilator was completely deformed, and the procedure was completed using different sheath. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.